Event description:
Additional information received indicates that following device replacement the noise remained. The competitor's pace/sense lead was replaced and resolved the issue.

Event description:
Boston scientific crm received information that this device oversensed non-physiologic noise resulting in pacing inhibition and the delivery of several inappropriate shocks. Attempts to recreate the noise was successful but only when the device was pacing, not when it was sensing intrinsic beats. The impedances and thresholds were stable and within normal limits. The device pocket was opened and the device/lead connections were confirmed to be secure however it was noted that the header appeared loose. The device was explanted and replaced without incident.

Manufacturer narrative:
The device is undergoing analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. The header could be rocked slightly from side to side however this condition did not affect the functionality of the device. The area of the feedthru wires was secured and all feedthru wires were intact. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Attempts to recreate the noise was unsuccessful.